Manufacturer narrative:
The sample are in plasma tube which were spun for 10 minutes and poured into an insert cup. Sample was slightly icteric. Per customer, qc prior to and after the event was within the lab's established ranges. This is a sample specific event; therefore, service call was not generated or initiated. A clear root cause is unknown for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to low glucose (glu) cartridge result generated by synchron cx5 delta clinical system. The erroneous result was not reported out of the laboratory; hence no patient treatment was impacted. The original sample was repeated on the same instrument and an alternate instrument and higher results were obtained. In addition, the sample was run on synchron cx9 pro clinical system and glucose modular result was 45 mg/dl. The sample was repeated and a result of 47 mg/dl was obtained.